Event description:
It was reported that oversensing with artifacts was noted on this lead via home monitoring approx. 55 months after the implantation. The patient was called in and a revision will be scheduled. No adverse patient events were reported. Should additional information be received, this file will be updated.

Event description:
It was reported that oversensing with artifacts was noted on this lead via home monitoring approx. 55 months after the implantation. The patient was called in and a revision will be scheduled. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was capped and replaced on (B)(6) 2022 as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 13th of january 2022 and 13th of february 2022 gained no further information. The analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.